Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The facility reported via a medwatch: "u-joint screwdriver broke intra-operatively while surgeon was putting in the implant in the cervical spine area. Fluoroscopy used to verify plate and screw fixation. All broken pieces thought to be recovered by the surgeon. No harm to patent."